Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice for diabetic ketoacidosis, with a blood glucose level of 481 mg/dl. The customer stated that he had been experiencing bad gastric problems for two days prior to the first event. The customer also stated that he has been having high blood glucose prior to the second event. Programming was correct, troubleshooting was performed, and the insulin pump passed the fixed prime. Nothing further was reported.